Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during tubing fill the user could not obtain drops despite multiple attempts and supply changes, and an ¿unable to proceed¿ message eventually appeared; inspection revealed the cartridge piston had not advanced even though 100 units were selected, consistent with a pump fill malfunction. Symptoms included none, with blood glucose reported as normal. Outcomes included discontinuation of the affected pump and transition to backup therapy and continued cgm use. Investigation included customer service troubleshooting, device inspection by the user guided by an agent, and shipment tracking for a replacement. Investigation of this case revealed a failure to advance the cartridge piston during fill, consistent with a mechanical or motor actuation problem within the infusion/fill mechanism. It was concluded, based on previously established findings for similar reports, that the cause was related to a faulty motor that was identified during troubleshooting.